Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient reported to the hcp that her ins stopped working 4 months prior to the report. The rep reported that the ins was replaced. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the neurostimulator (ins) not working was not determined. The rep reported that the ins was sent back for analysis. No actions/interventions were taken as the manufacturer was not made aware of the issue until the day of surgery. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomalies, the device had lowered capacity due to overdischarge. After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the electrode. After {1} physican mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an (B)(4) clinician programmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.